Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On an unk date, a pt underwent a vascular graft replacement surgery of the descending aorta. An aneurysm formed from the proximal area of the vascular graft to the distal arch. On (B)(6), 2011, a pt underwent emergent repair of a ruptured thoracic aortic aneurysm. The pt's thoracic aorta was diseased around the distal arch, and a computed tomography revealed thrombi and/or clot material throughout the lumens. A debranching surgery using a vascular graft to bypass from the ascending aorta to the three branches was performed. Then, two gore tag thoracic endoprostheses were implanted in retrograde fashion from the vascular graft for debranching. On (B)(6), 2011, the pt developed a cerebral infarction. On (B)(6), 2011, the pt expired due to the cerebral infarction.